Manufacturer narrative:
(B)(4). Additional concomitant medical products: all poly patella, catalog #: 00597206535, lot #: unk; femoral component, catalog #: 00596401651, lot #: unk; unknown tibial with spacer, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filed once the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06382, 0001822565-2018-06383, 0001822565-2018-06385. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pinching sensation and clicking noise affecting patient's gait and balance.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.